Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported that the small capping piece on the angio-seal device was not in place. The following information was reported: the small capping piece at the tip of the angio-seal device was not in place when the sterile package was opened; and there is no known effect on the patient due to the event occurring during pre-treatment. Addition information was received on may 10, 2017. There was no patient involvement. The cap was missing when they opened the pack.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 8f angioseal vip was returned for evaluation. The following components were returned: carrier tube assembly a tyvek pouch. The bypass tube was not returned. No functional testing was possible since bypass tube and hemostasis sheath were not returned. The exact root cause of the event cannot be determined but it is likely that the bypass tube shifted from it manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.